Event description:
It was reported that the right ventricular lead exhibited high voltage lead impedance anomaly. The right ventricular lead, atrial lead, and left ventricular leads were capped and replaced successfully. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference report: mw5160282, mw5160284.